Manufacturer narrative:
E.1. Initial reporter prefix: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was underfill of 2 tubes. No patient impact reported. The following information was provided by the initial reporter: "pcn 366881 lot number 3030799 aspirate badly and less than 7 ml as if they had lost the vacuum. Patients were involved in the execution of the venipuncture, but there were no impacts on the outcome as the non-functioning tube was replaced before concluding the sampling. This, therefore, did not lead to negative outcomes for the patient or invalidate the result of the sample itself.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was underfill of 2 tubes. No patient impact reported. The following information was provided by the initial reporter: "pcn 366881 lot number 3030799 aspirate badly and less than 7 ml as if they had lost the vacuum. Patients were involved in the execution of the venipuncture, but there were no impacts on the outcome as the non-functioning tube was replaced before concluding the sampling. This, therefore, did not lead to negative outcomes for the patient or invalidate the result of the sample itself.